Event description:
The user facility reported that during a diagnostic transurethral resection of prostate (turp), smoke was observed from the junction of the cable and working element. The users reported observing sparks at the same location when current was applied. The procedure was completed with the same device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the presence of thermal damage on the teflon body where the cable and working element interface. The device was noted to fail dielectric strength testing due to damage to the teflon coating. Debris was evident inside the teflon body where the active cord is connected, which likely caused arcing and damage to the device. The instructional manual advises users to properly reprocess, inspect, and test the device prior to use. The cause of the user's experience appears to insufficient reprocessing. This report is being submitted as a medical device report in an abundance of caution.